Manufacturer narrative:
A customer technical support (cts) representative provided phone support to the customer. Cts instructed the customer to change the peripump tubing, blue filters and door filters to fix the leak. Cts also advised to perform prime and rinse sequences and to clean salt deposits as preventive measure. After these procedures, the platelet, x flags, and low diluent errors were confirmed to be solved. The customer said they would be more diligent replacing the filters. The repairs were recommended per established service procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of about 2-3 drops from a coulter ac·t diff analyzer after instrument startup. There were x flags, platelet (plt) startup fail and low diluent error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.